Event description:
It was reported, a patient's pacemaker presented in bvvi, due to an emi interference. During a follow up in clinic. It was noted, the bvvi report did not print and the reset reason was cb and nmi logs were full. The device was successfully restored via reprogramming. The device then went into bvvi mode again, so the pacemaker was explanted and replaced in a procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with normal telemetry communication and output. Analysis of the device image indicated the cause of backup consistent with an anomalous integrated circuit on the hybrid, which deteriorated over time until the device turned into reset mode. The backup condition reoccurred twice during the analysis. Longevity assessment found the device voltage was at normal range of operation with appropriate remaining longevity.